Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure the lens was exchanged because the lens "didn't have enough power". The lens was exchanged for the same model, different power lens. Additional info has been requested.